Event description:
It was reported that the pt started having pain in his hip and thigh area in (B)(6) 2012. Pt reports that he had an x-ray done and it was normal. Pt also states that he has had blood work along with a blood scan and pt also stated that he has a 3 phase bone scan scheduled. Pt also states that his crp level is 26.2. Pt has stated that his surgeon wants him to have a revision.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.